Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the pre-connected tubing going to the outlet of the oxygenator fell off. There were two occurrences of this event. The product was changed out. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).